Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically inspected for damage. The devices shaft showed a separated tip located 88.5cm from the strain relief. There were 2 kinks located 87.3cm and 88.7cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the distal portion of the catheter broke off and remained inside the patient. The approach was via the contralateral side attempting to cross right common iliac stenosis. The target lesion was located in a moderately tortuous and extremely calcified right common iliac artery. A 90cm rubicon 18 guide catheter was selected for use. During procedure, a .014 wire was passed then an attempt to cross with a 018 rubicon 90cm was made. The rubicon passed into the distal common iliac lesion; however, it would not go any further. After retrieving the rubicon, it was noted that the distal portion of the catheter broke off. The distal tip of the catheter containing 2 markers remained behind in the right common iliac artery. Ultrasound guided access was obtained on right side. A wire was passed from right side into distal aorta. The right common and external iliac artery was pre-dilated. Then a non boston scientific stent was deployed capturing the 018 catheter tip to the vessel wall. Post dilatation was done with a 6x100 mustang balloon. Post angio revealed excellent results with no complications. The procedure was completed with a different device. Patient had brisk flow down common iliac into femoral artery area. No further complication were reported.

Event description:
It was reported that the distal portion of the catheter broke off and remained inside the patient. The approach was via the contralateral side attempting to cross right common iliac stenosis. The target lesion was located in a moderately tortuous and extremely calcified right common iliac artery. A 90cm rubicon 18 guide catheter was selected for use. During procedure, a .014 wire was passed then an attempt to cross with a 018 rubicon 90cm was made. The rubicon passed into the distal common iliac lesion; however, it would not go any further. After retrieving the rubicon, it was noted that the distal portion of the catheter broke off. The distal tip of the catheter containing 2 markers remained behind in the right common iliac artery. Ultrasound guided access was obtained on right side. A wire was passed from right side into distal aorta. The right common and external iliac artery was pre-dilated. Then a non boston scientific stent was deployed capturing the 018 catheter tip to the vessel wall. Post dilatation was done with a 6x100 mustang balloon. Post angio revealed excellent results with no complications. The procedure was completed with a different device. Patient had brisk flow down common iliac into femoral artery area. No further complication were reported.